Event description:
The customer reported, the system would not boot up and displayed a check sum error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the sram memory. System operates as intended.